Manufacturer narrative:
Evaluation summary: product evaluation: lens was returned. No damage observed. Solution and blood are dried on the lens. Results from the product history record review indicated the product met release criteria. The returned lens plan view dimensions were deemed acceptable per an approved template. Root cause: the root cause could be determined from the investigation because no damage was observed; however, the event was most likely related to a failure to follow the dfu. The account indicated that the complaint lens was used in a piggyback situation which is against the dfu. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested via phone on 07/14/2011; via mail on 07/18/2011; via fax on 07/18/2011. A completed questionnaire has been received from the surgeon on 07/26/2011. (B)(4).

Event description:
A surgeon reported a patient who experienced decreased vision, pigment dispersion and the iol moved forward in the eye causing a change in refraction following piggyback intraocular lens (iol) implant surgery. He stated he explanted the iol and did not implant a new piggyback iol. He reported the patient's symptoms have resolved and her vision is now 20/20 without correction.